Event description:
The patient was undergoing a thrombectomy after suffering a cardiac embolism in the left c1 using the penumbra system. A reperfusion catheter psc041 was advanced to the c1. Aspiration was done with the psc041 and a separator pss041 for 23 minutes. After the aspiration, percutaneous transluminal angioplasty with a merci retriever system and intracranial stenting was done. 9,000-unit of heparin was administered. After the thrombectomy procedure, the patient suffered a hemorrhagic infarct led by a part of the recanalization. This was symptomatic subarachnoid hemorrhage (sah). The infarct spread extensively because of the failure of a complete recanalization in the ic. The physician closely monitored the patient's condition but withheld treatment. The patient expired approximately 2 days later. The physician reported that the patient had a low aspects score and had a possibility of an unfavorable outcome. Because of the urgent treatment of recanalization, the relationship between the event and the penumbra system are unknown. The cause of death was the extensive infarct in the left ic area.

Manufacturer narrative:
Conclusion: hemorrhagic infarct are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00518. Device was disposed by hospital.